Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filled to include device analysis information.

Manufacturer narrative:
This product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this patient received multiple inappropriate shocks due to oversensing of noisy signals while putting their grandchild to bed. The shock impedances were high and the last shock had an impedance that was high and out of range. Initially the system was reprogrammed to secondary sensing vector, however subsequently the electrode was explanted and replaced due to the inappropriate shocks with high impedances. The device still remains in service. No additional adverse events were reported.